Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-dec-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door one showed a failed to stay closed message. The door was not functioning correctly. A field service engineer replaced the latch, re-seated the harness at the controller board, and re-seated the internal pyxibus cable. The device was rebooted. Operation was verified in hardware test application, and the test was completed. The application was launched, customer was allowed to recover and access pyxis, and functionality was tested successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower had a tower failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.